Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was successfully implanted with no issue. The patient was stable upon leaving the cath lab and was extubated thereafter. However, a pericardial effusion was noted at some point post-implant which required a pericardiocentesis. The patient has since been discharged.